Manufacturer narrative:
It was reported that "rollator front left side wheel have fractured off. Was just using to walk with and then when done was folding it to put away and wheel just came off". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer stated "rollator front left side wheel have fractured off. Was just using to walk with and then when done was folding it to put away and wheel just came off".